Event description:
Health professional reported a lap-band port "has flipped" and requested a "diagnosis code." At the time of the report the device remained implanted.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned. At the time of the report the device remained implanted. The connector type cannot be identified nor an assumption be made as to the type of connector associated within this complaint because no serial number or implant date was given. The reporter of the compliant declined to provide the product serial number, date of event, implant date, patient information, the reporter's name or contact information. Device labeling addresses the reported event of displacement as follows: "caution: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Lap-band ap system surgical procedure: access port placement and closure: the band tubing is brought outside the abdomen and is connected to the access port. The port is then placed on the rectus muscle or in and accessible subcutaneous site. The tubing may be shortened to tailor the position of the port to the patient while avoiding tension between the port an d the band. The two components are joined with the stainless steel tubing connector. Ligatures may be placed on both tubing ends over the connector. The access port is then fixed in place, using suturing or other fixation method. The trocar holes are closed.